Event description:
It was reported that the downstream occlusion seal was bubbled and unattached. This event occurred during testing. There was no patient involvement or harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 ¿ updated one suspected device was received for evaluation. The event history log (ehl) was reviewed. No errors found in event log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Upon visual evaluation, delamination was noted on the down stream occlusion seal. The customer complaint was confirmed. Replaced dso seal. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Unit pass all testing criteria.